Event description:
It was reported that the patient histogram revealed bradycardia. Av delay was reprogrammed to pace and check for t-wave oversensing. During sense test, pacing inhibition was unsuccessful. Isometrics and pocket manipulation could not reproduce noise. Programming changes were recommended. No further information available.